Event description:
Following the atrial fibrillation procedure, the patient suffered a stroke. The patient left the lab in stable condition. There was no performance issues with the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Event description:
The patient showed symptoms of facial paralysis and speech disorders. There was no further testing done and the course of treatment was observation and physiotherapy. Eliquis was administered and a transesophageal echocardiography excluded thrombus. No anticoagulation bridging was done.